Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument process error log, which indicated the customer obtained multiple "clog detected" and "sample aspiration" errors. Ccc instructed the customer to perform the following troubleshooting tasks: clean the aliquot probe, integrated multi-sensor technology (imt) and imt drain. Ccc also instructed the customer to run precision testing on a random patient sample with three sample cups, and all replicates resulted the same. A siemens headquarter support center (hsc) specialist reviewed the instrument data and did not identify any quality control (qc) outliers. The data indicated that the fluid verify measurement was low when compared to other samples, indicating the initial run of the sample in question was atypical when compared to other patient samples and qc, suggesting poor sample quality. The cause of the falsely elevated potassium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeated result was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.